Manufacturer narrative:
The ca2 reagent lot number was 73362201 with an expiration date of 30-sep-2024. The field service engineer (fse) found a dirty and off-center sample probe with no cushioning. The gear pump and rinse station were checked. The fse replaced the sample probe and the spring in the cover head. Calibration and instrument checks were acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium (ca2) on a cobas 6000 c501 module. The initial result was 0.01 mg/dl. The repeat on a different c501 module was 9.36 mg/dl.